Manufacturer narrative:
One sample was received for evaluation. Visual inspection found no discrepancies. Functional testing detected a leak on the medication bag. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported there was a chemical leakage in the cassette. When the chemical solution was injected, there was a chemical leak on the outside of the inner bag. The event occurred during patient use no patient harm/adverse event reported.